Event description:
The facility reported that the emergency brake on the lift works intermittently. This issue could cause erratic/unintended movement which could cause injury to the user or caretaker.